Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (battery charger not working) was confirmed. Upon eval, it was determined that the power unit connector would not power up the charger. The root cause for the faulty connection is likely due to the pins in the connector being recessed due to a combination of an assembly error and excessive force applied during mating. No adverse event resulted from the defective connector. The pt received a replacement charger.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger is not working. The batteries are no longer able to charge and the lights are not coming on the charger screen. The pt was sent a replacement charger.